Event description:
It was reported that the 9800 system displayed a communication error failure message. The system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep installed the sbc repair kit and hard drive. The system was rebooted 15 times and functions as intended.